Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken screwdriver w with missing teeth as delivered, see enclosed pictures. This complaint was also being submitted to the 3rd party supplier who's in charge for the control and delivery of the loan sets. Procedure could be completed with another same like instrument. Surgical delay of 5 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation, however, photos were provided confirming the reported breakage. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.